Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The customer refused philips service for this unit. The unit will not be repaired.

Event description:
The customer reported that the ventilator screen freezes and sometimes the unit will not turn on. The customer reported that the unit was not in use on a patient. The event date was not specified; estimate used.